Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device appeared to be bloody. The distal tip of the sheath was noted to be buckled. Then circumferential break was noted at the glue joint, kink noted to the inner guidewire lumen and a break was also noted to the inner inflation lumen. Functional test was not performed due to condition of the device. Therefore, the investigation is confirmed for the reported retraction problem as tip of the sheath was buckled due to excessive force to retract. The investigation is also confirmed for the identified break issue as break was noted at the glue joint and inner inflation lumen. A definitive root cause for the retraction problem and break issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 06/2023. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the pta balloon allegedly got stuck in sheath after usage. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in sheath after usage. There was no reported patient injury.